Event description:
It was reported that pen ndl 32g 6mm 3b tw 70ct jpn was damaged. The following information was provided by the initial reporter: this is a report about broken needles npe, received from a pharmacy. This patient is using micro-fine plus 32g6mm and usually receives prescription drugs for 1-month use. Of them, a few pen needles npe are broken. In these cases, the patient cannot inject only 4 of 9 units. The patient brought one affected pen needle only to the pharmacy.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-11. H6: investigation summary: one open 32g x 6mm pen needle sample was returned from an unknown lot. No., cat. No. 320738. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 6mm 3b tw 70ct jpn was damaged. The following information was provided by the initial reporter: this is a report about broken needles npe, received from a pharmacy. This patient is using micro-fine plus 32g6mm and usually receives prescription drugs for 1-month use. Of them, a few pen needles npe are broken. In these cases, the patient cannot inject only 4 of 9 units. The patient brought one affected pen needle only to the pharmacy.